Event description:
It was reported service report that the fowler is drifting down and unable to support pt weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.